Event description:
One tech accessed the pt/orders/print option to print a report for a specific medical record number. A second tech accessed the pt/batch reports/stay chart option to print a report for a different medical record number. Both techs selected the same printer for the printing of their reports. The report that printed contained the header info (pt demographics) for one medical record number and the results and footer for the other medical record number.